Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sync issue. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to no voltage. A review of the share logs was performed and a sync issue was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failure was found in connection to the reported allegation. The reported event of a sync issue is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a sync issue. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. However; a transmitter failure was found. The probable cause could not be determined via data. This complaint is reportable based on the finding of the transmitter failure. No product was provided for evaluation.